Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump has a constant a35 alarms during rewind due to cracked motor flex cable noted. Unable to verify e70 alarms in alarm history screen due to constant a35 alarms. No unexpected restarts, a20 alarms, off no power anomalies, motor error alarms or e70 alarms noted during our testing. Unable to perform functional testing due to constant a35 alarms. The insulin pump has cracked lcd window, cracked case at the lcd window corners, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer stated that he was just sitting and watching tv when the pump alarmed. Customer cleared the alarm and rewound the pump. Customer then received a motor position encoder error alarm. Customer stated that the pump was not dropped or bumped. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.